Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #52. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. Upon review of the iabp log files, the stm observed the reported electrical test fails code #52, but when checking the drive transducer was checked no issues were found. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specification. The stm returned the iabp unit to the customer and asked to "cold start" the iabp unit for the next few days to see if the reported issue would reoccur. After two (2) days of "cold starting" the iabp unit did not fail. Subsequently, the iabp unit was cleared for use.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #52. There was no patient involvement, and no adverse event was reported.